Event description:
Mother reported the infusion device has displayed e7 electronic error 1 time per month over the past 5 months. Patient removes and reinserts the power pack to clear the error message. Mother also reported the infusion device changes the basal rate delivery by itself. Patient programmed a basal rate of 28.9 i.e. Per day and saved the rate by pressing the check button twice. Patient checked the basal rate later, and it was programmed to 29.5 i.e. Per day. Patient has occasionally experienced elevated blood glucose of up to 364 mg/dl, and he delivers insulin via the infusion device as a correction. Infusion device was not exposed to water or electromagnetic fields. Infusion device was requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.